Event description:
It was reported that the patient experienced an infection at the lead site resulting in pain and leg numbness. Surgical intervention was undertaken on (B)(6) 2022, where the system was explanted. Numbness and pain were subsiding post operatively.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000129868. Date of event is estimated.

Manufacturer narrative:
A patient experiencing an infection at the lead site resulting in pain and leg numbness was reported to abbott. The patient's system was explanted. Numbness and pain were subsiding after explant. Additional information received indicates the patient passed away due to sepsis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Additional information received indicates that the patient expired due to sepsis on (B)(6)2023.

Manufacturer narrative:
A patient experienced an infection at the lead site resulting in pain and leg numbness was reported to abbott. The patient's system was explanted. Numbness and pain were subsiding post operative. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.